Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the winged luer cap of a small volume intermate was missing. This was discovered before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured june 17, 2015- june 19, 2015. The device was received for evaluation out of its original packaging. Visual inspection was performed and revealed the blue winged luer cap was missing. As the device was not received in its original packaging, it is not clear if the device was nonconforming. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.